Event description:
The reporter reported that patient was concerned with security devices used at a bank where she works interfering with the neurostimulator (ins) that she has. The patient reported feeling heat /warm at the pocket site. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).